Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0709 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "home health found the catheter leaking. The patient had to be readmitted to the hospital, but did not require another PICC. It is a 3fr bard power PICC. It broke at the very end of the catheter where the purple extension tubing enters the hard purple piece (the same place the other power piccs were breaking). The lot number is redu0709."